Event description:
It was reported that an unspecified number of syringe 60cc ll tip convenience pak experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no.: 309680 batch no.: 9175601. Verbatim: some particles were found in 60ml syringes (lot number: 9175601).

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9175601. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Spectral analysis of the foreign material present on the returned syringe found the foreign material to most resemble polypropylene. Polypropylene is used in the construction of the syringe, and can build up if the proper if the proper procedures are not followed by manufacturing personnel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 60cc ll tip convenience pak experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no.: 309680 ; batch no.: 9175601. Verbatim: some particles were found in 60ml syringes (lot number: 9175601).